Event description:
Device #1 malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. During a stenting procedure in the moderately calcified, concentric lesion in the left distal superficial femoral artery, a fox plus catheter was advanced over the guide wire but would not cross the lesion. A fox sv successfully crossed the lesion; however, the balloon ruptured at 12 atmospheres during the initial inflation. A non-abbott balloon was then used to pre-dilatate the lesion. The fox plus was reintroduced to post-dilatate the stent and was inflated twice at 16 atmospheres. Before removing the fox plus catheter from the anatomy, it was maneuvered into the left iliac artery to pre-dilatate the lesion; however, the balloon ruptured at 16 atmospheres during the third inflation. The complete balloon for both devices was removed from the anatomy and there were no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not complete. Device #2: the fox plus (part #12766-04, lot #564395) is being filed under a separate medwatch manufacturing number.